Event description:
It was reported that the 4194 lead tip was too large for the target vessel. The lead was not implanted. It was also reported that the 4196 lead had multiple dislodgements. Both leads were reported as being incapable of retaining their position due to the patient's anatomy, and other leads were implanted successfully. Further information provided indicated both leads had an apparent lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood was noted on distal conductor (not obstructed); full lead returned and analyzed. (B)(4) no anomalies found, however blood was noted on all conductors (not obstructed); full lead returned and analyzed.